Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged door latch was not identified. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.